Manufacturer narrative:
The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues therefore the root cause could not be definitively determined.

Event description:
It was reported that the patient was experiencing loss of stimulation on right arm. X-ray showed that the leads have migrated. The physician felt that a lead may have been damaged based on the migration and chose to replaced the lead and repositioned the new lead. The patient was doing well postoperatively and had good coverage. Lead was kept by the medical facility.